Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported a patient complaining of light distortion at night in the right eye four days post refractive procedure. Patient is having trouble driving his ambulance. The doctor feels the patient's pupil is opening up so much that it is letting a lot of light in. Patient is seeing starbursts. Patient's vision is reported to be great during the day. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. The root cause could not be identified conclusively. (B)(4).